Event description:
A customer contacted baxter global technical services (gts) regarding assistance with the homechoice (hc) unit during dwell 3 of 3. Per the initial report, home patient (hp) had a system error 2240 (air in the set). The technical service representative (tsr) helped the hp to clear the error and informed the hp of the error's meaning. The customer contacted global product surveillance (ps) on (B)(6) 2011. The hp stated she finished therapy the following morning with manual supplies. The hp did not notice any defects with the original cassette. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). The system error 2240 (air in line) is not confirmed due to a lack of sample. Not enough data is available within the complaint to identify root cause; therefore, the root cause of the complaint was not determined. The lot number was not provided; neither the disposable set nor the homechoice machine were returned for evaluation, and user did not verbally provide sufficient information to identify the cause of the alarm. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This is being investigated through CAPA. The assignable cause for the reported problem was undetermined.

Manufacturer narrative:
(B)(4). The sample was discarded. The lot number is known at this time; therefore a batch review will be conducted. If additional information becomes available, then a follow up MDR will be submitted.